Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter ubd: 2025-01-24, UDI#: (B)(4). H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical product: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2023 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pump malfunction as the infusion didn't work well. There were no environmental, external, patient factors that may have led or contributed to the issue. It was reported the patient's previous pump was used for almost 7 years and was due for replacement however since the replacement there hasn't been enough effectiveness. The diagnostics/troubleshooting performed was a catheter access port (cap), pump roller test and a pump refill was performed but they didn't find any problems with the tests. It was reported they even changed the old catheter and monitored the efficacy but the patient visited the hospital with withdrawal symptoms. It was reported they checked the drug inside the pump and the expected reservoir volume (erv) was 3 ml and the actual reservoir volume (arv) was 13 ml. The actions/interventions performed to resolve the issue was the pump was replaced on 2023-dec-19. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient's age and medical history was asked but unknown. Additional information was received from a foreign healthcare provider via a company representative. It was reported the patient had their first pump surgery on (B)(6) 2017 and then had only the pump on (B)(6) 2023. It was reported that after the pump replacement, the patient did not have enough efficacy compared to before. It was reported the hcp tried all the things to find problem, however there still wasn't effect. It was reported the hcp revised the catheter from spine to pocket but there was still no effect. It was reported the patient came to the hospital with withdrawal symptoms about a month after the catheter revision which was when they found the volume discrepancy. It was reported the hcp tested all the things again and there was still nothing. It was reported that this was what led to the hcp thinking there was a malfunction with the pump that they couldn't find which led to a replacement of the entire system. After changing the entire system, the patient was satisfied with the pump like before.